Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). The calibration data from the instrument showed some calibration issues with a different test. A review of the alarm trace showed a sample short alarm, a sample clot detection alarm, and sample foam detection alarms on the day of the event. The customer's pre-analytic conditions were checked and were acceptable. The water quality at the customer site was checked. It was noted that there was an issue with the sensor on their laboratory water system indicating the water quality was correct when in fact it was not. The laboratory water filtration system was repaired. The water quality was measured and was correct. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys troponin t hs on a cobas e 801 analytical unit. The samples were repeated due to previous issues with the assay. The first sample initially resulted in a troponin t value of 21 pg/ml and it repeated as 9 pg/ml. The second sample initially resulted in a troponin t value of 19 pg/ml. The sample was repeated twice, resulting in values of 3 pg/ml and 3 pg/ml. The repeat values were deemed correct because they corresponded to the clinical condition of the patients.

Manufacturer narrative:
A general reagent or analyzer problem was not present because the qc prior to the event was within ranges. Isolated non-reproducible results do not represent a general malfunction of the assay. The investigation could not identify a product problem. The cause of the event could not be determined.